Event description:
It was reported by the patient that the left ventricular (lv) lead 'came loose'. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: c4tr01 ipg, implanted: (B)(6) 2014. (B)(4).